Event description:
Customer reported the system is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found only one instance of this error in the logs, no repair was done. System operates as intended.